Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
The patient underwent an inflatable penile prosthesis (ipp) revision surgery as the patient experienced discomfort and erosion in scrotum. The patient has pre-existing sickle cell anemia and had pain in other areas of his body but also complained that the ipp was giving him discomfort. The pump was riding high in the scrotum. The ipp device was removed and replaced with tactra device. The patient outcome was reported to be fully recovered.